Event description:
The customer reported to olympus, the evis exera iii xenon light source could not take pictures but showed up on the secondary display. The external fault could not show up on the main display. The customer was able to clean connectors before and the image came up but did not work. The issue was found during preparation. There were no reports of patient harm.

Manufacturer narrative:
The subject device was expected to be returned, however, the device has not yet been received for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6 corrected fields: d9 and e2 (no, was mistakenly selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.